Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient programmer (pp) lost some of the programs it had in it 3-4 weeks ago. Troubleshooting was limited due to lack of access to product and/or patient. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention occurred, and if a cause had been determined. This event will be updated if additional information is received.